Event description:
Defective keyboard.

Event description:
Upper case kit was received for investigation. Device history record was reviewed, no event linked to the reported issue was observed. Device log review is not relevant for this type of event. "Keypad test with test 10 in maintenance mode was not possible because at switch on. One key at least was in short circuit (permanent beeps and it's not possible for actions on device). Reported event is reproduced. [Many dark marks (seems to be a liquid infiltration) are visible at keyboard unsticking.] Internal check confirms the event which is most likely due to usability.". This complaint is due to misuse.